Event description:
It was reported that the device alarmed key stuck while connected to patient. The medication was infused at rate of 2 ml per hour. The remaining volume was 13 ml, volume given was 79 ml. The duration of the infusion was 46 hours. This event occurred while in use with the patient at the patient¿s home. The operator of the device was health care professional. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer complaint key stuck alarm could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.